Event description:
It was reported that the patients ipg had a difficulty charging. The patient underwent an ipg replacement procedure. The explanted ipg was kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.